Event description:
It was reported that the right ventricular lead had dislodged shortly after implant; intermittent capture was noted. No patient symptoms were reported. The lead was successfully repositioned. The patient was fine following the procedure.

Manufacturer narrative:
.